Event description:
Information was received based on review of a journal article titled, "a retrospective medium- to long-term results of 1500 agc total knee replacements - an independent centre functional follow up and survivorship¿ which presents the results of one of the largest non-designer, medium- to long term follow-ups of the agc knee replacement. The study followed twelve-hundred ninety-one (1291) patients who received fifteen-hundred thirty-eight (1538) knees between 1994 and 2009. During the fifteen (15) year period, nine-hundred and two (902) were followed up by postal or telephone questionnaire using oxford knee scores, visual analogue scores (vass) of function and pain and survival analysis. The journal article reports the following adverse events: twenty-four (24) manipulations under anesthetic, fourteen (14) venous thrombo-embolic events (vte), ten (10) pulmonary emboli (pe), four (4) deep vein thrombosis events (dvt), eighteen (18) infection cases that either antibiotics or washout and did not result in a revision operation. Thirteen (13) revision procedures due to infection, six (6) revision procedures due to aseptic loosening, four (4) revision procedures due to unknown reasons. The article concluded that in terms of survivorship and function, the agc knee replacement still remains the knee that newer designs must be measured against.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by amit atrey, mark c. Edmondson, debra east, kim miles, adrian butler-manuel, nigel ellens; conquest hospital, hastings, east sussex, UK; journal of orthopaedics 11 (2014) 37 - 42.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint addresses ten (10) patients who were identified in the article that were diagnosed with pulmonary embolism on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.